Event description:
This follow-up MDR report is being sent as a correction made to the lot number that was initially reported. Corrections have been made to the following: d4: additional device information. Lot number, expiration date, and primary unique device identification (UDI) number. H4: device manufacturer date.

Manufacturer narrative:
Corrections have been made to the following: d4: additional device information. Lot# 0000704504. Expiration date: august 31, 2027. Primary unique device identification (UDI) number: (B)(4) h4: device manufacturer date. Device manufacturer date: september 18, 2024.

Manufacturer narrative:
Investigation conclusion: the event description indicates that the stent was unable to be retrieved into the microcatheter during the procedure; however, the investigation found the stent returned loaded on the pusher within the introducer. The stent would have needed to be retrieved through the microcatheter during the procedure to be resheathed into the introducer. However, the pusher was observed to be threaded through one of the stent distal flares upon deployment from an in-house microcatheter during the investigation, which may have contributed to difficulty resheathing the stent during the procedure. Furthermore, the investigation did not evidence ofa thrombus on the stent. As no procedure images showcasing the alleged thrombus were provided for review, this investigation could not determine if the event occurred as reported. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the pusher being threaded through the stent distal flare, but this condition is consistent with improper loading of the stent during the manufacturing process, and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
Please see section h11 for device investigation.

Event description:
It was reported that the patient has an aneurysm in the posterior communicating segment of the right internal carotid artery. In the early stage, a 4*20 coil was placed first. After the basket was formed, the stent was released, with the distal anchor point at the starting part m1. The early release process went smoothly, and the stent was completely released. The anterior angiography showed that the anterior branch of the brain was blocked / occlusion of the anterior cerebral artery. Immediately, a thrombus was formed in the brain during the second angiography in the middle cerebral artery. The attempt to retrieve the stent failed and could not be retrieved. The stent was directly pulled into the middle tube and then withdrawn. Later, a subarachnoid artery balloon (sab) was used for pulling and fastening for thrombus extraction. After the lvis was withdrawn, it was observed that there was a thrombus on the stent that could not be retracted into the microcatheter. Subsequently, a new 3.5*17 stent was successfully implanted into the blood vessel. Five coils were filled in and the operation was completed. The patient was reported to be fine.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.